Event description:
This is report 1 of 2 for the same event. It was reported that during a misdiscectomy surgery, it was observed that the ¿drill bit was stuck inside¿ the attachment device. According to the report, there was a thirty minute delay to the surgical procedure as a result. A spare device was not available for use. No injuries, medical intervention or prolonged hospitalization were reported. It was unknown if the surgery was completed successfully. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed that the cutter device was stuck inside the device and that the cutter device was bent one inch from the tip of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.